Event description:
In 07, broken needle. Ethicon 0 CT vcp958. Route: cutaneous. Dates of use: approx two months in 2007. Diagnosis or reason for use: surgical suture material. Event abated after use stopped: yes. Event reappeared after reintroduction: no.